Event description:
A surgical technician reported that an intraocular lens (iol) was exchanged, due to the pt experiencing poor near and distance vision. In a follow up, the surgeon reported a yag laser procedure had been performed for posterior capsule opacification prior to the iol exchange. A trial of hard contact lenses resulted in overcorrection and the pt continued to experience persistent blur, "waxy and smeared" vision. The surgeon reported the event had resolved with iol exchange.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. One haptic was broken-distal area (tip not returned). The haptic was cracked/split. The optic also had parallel cracks on both surfaces, which appeared to have been made by an instrument used to grasp the lens. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 09/10/2009, 09/11/2009, and 09/19/2009 by phone, fax and mail. A completed questionnaire was received on 09/15/2009. This report was mailed to FDA on: 10/09/2009.